Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, product packaging is observed, no defects or issues observed. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure the 20 ml syringe is enabled in the pump which can cause the syringe to not be recognized.

Event description:
The new syringes are incompatible with the infusers since they constantly sound the occlusion alarms, and do not administer the indicated volume, being a high risk in unstable patients with amine support, since they constantly stop the administration of the medication, which has hemodynamic repercussions on the patient's state of health. The report also contains the following: damage level: damage has not been determined. Who intervened in the incident? Nurse. Actions taken: constantly requires a change to another syringe to continue the infusion, which implies a risk of infection and unnecessary waste of supplies. The head of nursing is notified. 07.sept.2023: add info received. 1. What is the batch of the product? We do not have the batch of product, as it was removed by the supplier area. Note: based on pictures received from customer, the batch numbers are: 2046808, 2046807 and 2236228. 2. Can you send us photos/videos where you can see the syringe? 3. Have you noticed any deformity in the plunger? No. 4. When moving the plunger, does the plunger go all the way? Yes, but with difficulty when descending and with resistance. 5. Are the syringes damaged? Is there any crack or damage to the plunger? Is the rubber piston seated correctly? There was no damage, no cracks or damage to the plunger. The rubber was well positioned. 6. How often do the alarms go off? The alarms went off approximately every 2 minutes. 7. What medication was being administered? Chemotherapies, analgesics, antibiotics, among others. 8. Has there been any harm to patients due to what happened? Detail: delay in medication only. 9. What was the patient's health history? Chronic patients with oncological pathologies. 10. What is the patient's health status due to this event? Stable. 11. Was there any change in treatment due to this event? No. 12. Is the infuser/pump a bd product? Yes.

Event description:
It was reported that the infuser syringe pump sent out an occlusion alarm during use of the bd plastipak¿ luer-lok¿ syringe. This was reported to have had hemodynamic repercussions on the patient, and a new syringe was needed. However, further information on the patient's medical intervention/treatment were not provided. The following information was provided by the initial reporter, translated from spanish: "the new syringes are incompatible with the infusers since they constantly sound the occlusion alarms, and do not administer the indicated volume, being a high risk in unstable patients with amine support, since they constantly stop the administration of the medication, which has hemodynamic repercussions on the patient's state of health... Damage level: damage has not been determined. Who intervened in the incident? Nurse. Actions taken: constantly requires a change to another syringe to continue the infusion, which implies a risk of infection and unnecessary waste of supplies. The head of nursing is notified." 07.sept.2023: add info received. 1. What is the batch of the product? We do not have the batch of product, as it was removed by the supplier area. Note: based on pictures received from customer, the batch numbers are: 2046808, 2046807 and 2236228.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2046808. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date: 15feb2022. D4. Medical device lot #: 2046807. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date: 15feb2022. D4. Medical device lot #: 2236228. D4. Medical device expiration date: 31aug2027. H4. Device manufacture date: 24aug2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.